Event description:
It was reported that the sieve beds were saturated.

Manufacturer narrative:
During testing and repair, the device alarmed for low o2 and illuminated the yellow light. This was due to the sieve beds being saturated.